Event description:
Spinal reconstructive surgery, l4 to l5 fusion with instrumentation/pedicle screws and rods 1/21/93; followed by post-surgical disability and intractable pain that is ongoing; inability to work as a college professor; use of a cane, and cannot walk more than one block without severe pain in lower right back and in left foot that radiates up the leg.